Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges while reclining in the chair, the wand where the cord attaches allegedly started shorting out/burning and the consumer allegedly saw sparks and flames.

Manufacturer narrative:
The root cause of the failure appears to be a damaged harness, the pcb and all controls of the hand-control had not failed.

Event description:
Consumer alleges while reclining in the chair, the wand where the cord attaches allegedly started shorting out/burning and the consumer allegedly saw sparks and flames.